Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was unable to duplicate the reported issue. Model lap top ventilator 900 passed all testing and met all specifications.

Event description:
The customer reported he received a call from a caregiver stating the unit did not seem to be functioning properly. The unit displayed multiple disc sense alarms while connected to a patient. The patient was removed from model lap top ventilator 900 and placed on a back up unit. There are no allegations of patient injury or harm associated with reported event.